Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the pilot valve is not switching. Associated malfunctions for this device: inlet and cabinet filters missing.